Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side pain. Patient further reported right side "swelling in glands, back hurting, right side sagging, not feeling good" and exchange from textured to smooth due to product concern. Device remains implanted.